Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported this was an arteriotomy closure of the right common femoral artery using the pre-close technique via a 6f sheath prior to a transcatheter aortic valve implantation (tavi) interventional procedure. The sutures of the first prostyle device were pre-placed successfully. Reportedly, the second prostyle device was deployed; however, when attempting to remove the device after deployment, it was stuck and could not be removed. The device was able to be pulled back enough to see the guide wire exit port; however, the device was unable to be removed. The prostyle device was able to be advanced but not retracted. Cut down surgery was performed. During the cut down, it was found that the suture of the prostyle was still in the o-ring of the device which was what was causing the device to be stuck. The surgeon cut the prostyle sutures and the device was able to be removed. Hemostasis was achieved with surgical suturing. Hospitalization was extended as a result of the surgical cut down. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported device entrapment could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The reported difficulty and subsequent treatments appear to be related to an interaction of the device with patient anatomy or friable femoral vessel due to circumstances of the procedure. The reported device entrapment was likely the symptom of the suture malposition. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the previously filed report: additional testing was performed on the device and adhesive was noted in the suture bearing.

Manufacturer narrative:
The device was returned for analysis. The reported event was observed as adhesive was found in the suture bearing. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The reported device entrapment was concluded to be related to a potential product quality issue due to adhesive observed in the suture bearing. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices.h6: investigation findings code 114 removed h6: investigation conclusions code 4311 removed.